Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noise was present in the endoscopic image of their olympus gastrointestinal videoscope, additionally an error indicating poor contact at the connector section was displayed during set up. There was no patient injury reported.